Event description:
It was reported to philips that the device gave an error indicating the x-ray was not possible, reselect application, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.